Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in the operating room for a device change-out unrelated to the lead, externalized conductors were observed. No electrical anomalies were detected. The physician attempted to cap and replace the lead, but was unable to due to patient anatomy. The lead was not capped and replaced during the procedure, and lead extraction was suggested.